Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery on (B)(6) 2013, the drill bit broke and the tip was lost and remained in the patient. This occurred while inserting the olecranon plate using the 2.0mm drill bit to prepare the hole for the screw insertion. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The measurable dimensions of the broken drill bit were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Unfortunately we are not able to determine the exact cause of this occurrence. It is possible that too much mechanical force had been applied during the surgery. Unfortunately we did not receive the other bit as the surgeon could not remove it; therefore we are not able to determine the exact cause which has led to this breakage. The cross section surface of the returned par shows no irregularities. No product fault could be detected.